Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had calibration not accepted and change sensor alert. The customer had low blood glucose level of 40 mg/dl. The customer treated with sugar cookies. The customer stated that tape was not sticking. The customer declined to troubleshoot for low blood glucose. The sensor will not be returned and insulin pump will be returned for analysis.